Manufacturer narrative:
Additional information from device log review reveal the unit did not stop ventilation and continued to ventilate. The unit alarmed, notifying the user of the reported condition.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The initial reporter customer occupation was not available at time of MDR filing. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit displayed low minute ventilation and tidal volume. The patient's spo2 and etco2 values increased. The ventilator was swapped out. There was no reported patient injury.